Manufacturer narrative:
On (B)(6) 2015 10:29 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). The samples are not available for investigation as they were scrapped after use in the hospital. Therefore maquet is not able to test the function of the device and the reported problem could not be confirmed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device was considerably under perform in filtrate removal: trans filter pressure 350 mmhg. Blood hct 28%. Time to remove 600 mls of water (filtrate) >30 minutes. This is twice the usual time to remove the water as usual. (B)(4).